Event description:
New information noted that the right ventricular lead was explanted on (B)(6) 2022. The patient was stable pre, during, and post procedure.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited high impedance. No intervention was performed. Further information was requested however, was not provided. The patient was in stable condition.